Manufacturer narrative:
(B)(6). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where coagulum formed on the catheter tip. During the procedure, after withdrawing the catheter in order to flush the sheath, the coagulum was seen on the end of the catheter. The catheter was flushed until perfect irrigation was achieved, and the case continued. Thirty minutes later, the same problem occurred. The catheter was replaced, and the case continued. No patient consequences were reported. There were no error messages, irrigation problems, impedance variations or temperature increases noted. Multiple attempts have been made to obtain additional information regarding this complaint, but none has been made available. The presence of coagulum presents a potential risk to the patient, making this event MDR reportable.

Manufacturer narrative:
On 04/02/2018, it was noticed that a correction in the product investigation was required as such, the product investigation has been updated as follows: device evaluation summary: it was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where coagulum formed on the catheter tip. The returned device was visually inspected and during the first visual inspection coagulum was found on the catheter tip. However, during the second visual inspection, no coagulum was observed. This could be related to the decontamination process during the first inspection. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then a cool flow pump test was performed and the catheter passed specifications, the catheter was irrigating correctly. A fourier transform infrared spectroscopy (ft-ir) was performed to the coagulum observed and the results showed that has a biological-base material presumably human tissue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the coagulum on the tip has been verified, however, the catheter functionality was found within specifications, no issues were observed. Additionally, char is a physical phenomenon of rf; it can be the normal result of the ablation process. Manufacturer's ref # (B)(4).

Manufacturer narrative:
On 11/22/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where coagulum formed on the catheter tip. The returned device was visually inspected, and char was observed on the catheter tip. However, during a second visual inspection, no char was observed. This could be a result of the decontamination process. Per the reported event, the catheter was tested for electrical performance and stockert compatibility, and was found within specifications. A coolflow pump test was performed, and the catheter passed specifications. The catheter was irrigating correctly. Fourier transform infrared spectroscopy (ft-ir) was performed on the observed char, and the results showed that it had a biological-base material, presumably human tissue. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding char/coagulum has been verified, however, the catheter functionality was found within specifications. No issues were observed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/6/2018 which indicates it was confirmed that the patient did not exhibit any neurological symptoms since the procedure was completed. The physician considered the amount of material observed on the tip of the catheter was excessive and posed a risk to the patient. The physician was using an anticoagulant (heparin). Concomitant products include: bwi smartablate generator (us catalog number unknown, serial number unknown).